Event description:
Additional information was received indicating provocative testing was performed and the right ventricle (rv) noise was unable to be reproduced. A revision procedure was performed and the rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, only the connector portion of the lead was returned in one piece for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that noise resulting in oversensing was noted on the right ventricle (rv) lead. Abbott technical support was contacted and reprogramming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.